Event description:
Approximately 90 seconds into the treatment, the pt complained of shortness of breath. The pt was noted to be diaphoretic and anxious, with a decrease in blood pressure and an increase in pulse. The pt was switched to a polyflux 17s dialyzer. The pt required oxygen and underwent testing; lab analysis was positive for allergic reaction.